Event description:
Champion-af study. It was reported that the patient experienced a transient ischemic attack. Prior to the procedure, aspirin (81mg) was administered. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with a complete laa seal and deployed device diameter of 20.0 mm. On 14 october 2021, the patient was discharged on aspirin (81 mg) and rivaroxaban (20 mg). On (B)(6) 2021, 3 days post procedure, the patient presented to the emergency department with complaints of left-sided weakness, dizziness and difficulty swallowing breakfast and slurred speech. The patient was hospitalized in response to this event. Computed tomography (CT) and x-ray were performed, and the patient was diagnosed with a transient ischemic attack. Baseline echo assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex atheroma. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged home.